Event description:
It was reported that in 2003, there was a fluctuation in the volume. 3 months later the volume could be altered by pressing in the region of the ground electrode. There were recognizable changes in the telemetry the following month through pressure.